Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that lately, patient noticed the battery for their spinal cord stimulator is not working and has become lumpy feeling. No further complications were reported.